Manufacturer narrative:
Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self-test due to unresponsive keypad. Unit received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic or physical damaged. Customer's blood glucose was unknown. Customer troubleshooting was not performed. The insulin pump will be returned for analysis.